Manufacturer narrative:
Correction to the initial MDR: high impedances were found on the lead during the trial procedure and the lead was not used. This report should not have been submitted as this was not a reportable event. Sc-2218-50e ((B)(4)): device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient¿s lead was showing high impedances during trial procedure. The patient underwent a lead replacement procedure.

Event description:
A report was received that the patient¿s lead was showing high impedances during trial procedure. The patient underwent a lead replacement procedure.